Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a post-implant hematoma and diaphragmatic stimulation from the left ventricular (lv) lead. It was noted the patient had been experiencing intermittent left chest "jumping" since discharged from the hospital. In addition, the patient had swelling, bruising and pain at the implant site. The patient was assessed and the hematoma was improving. The patient was given a course of oral medications and the lv lead was reprogrammed. The patient was seen again at a later date; the swelling had improved and the bruising was gone. The lv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.